Manufacturer narrative:
All of the buttons functioned properly and no damage to the keypad assembly or unlocked keypad connector was noted during the visual inspection. No button error alarm or sticky buttons were noted. The insulin pump was received with a cracked case at the display window corner, cracked reservoir tube lip, minor scratches on the display window, cracked battery tube threads and a cracked belt clip slot.

Event description:
It was reported that the customer had a button error alarm on the insulin pump. Customer was sitting on the pump when they received the error. Customer's blood glucose was 12.5 mmol/l. Customer was advised to revert to a back-up plan.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.